Event description:
Customer reported the system is displaying a power failue error code. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and noticed wide fluctuations in the hospital power supply. System is operating as intended.